Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to both leads having multiple contacts out. It was also reported that the ipg was taking longer to charge and needed to charge more often. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had multiple contacts out. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had multiple contacts out. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.